Event description:
The customer reported to baxter (B)(4) an issue with one (1) dehp free sol admin set with inj site in which the customer experienced difficulties during use. According to the reporter it was impossible to disconnect the luer connection from the patient without using a gripper. Reportedly, when the luer is connected to the patient it is very difficult to remove it manually at the end of the administration. There is no clinical consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The issue was not confirmed when trying to simulate the process. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. If additional information become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.